Manufacturer narrative:
Service history review for part # 03.501.080, lot # 8733513: the customer reported the half of the sharp circle that cut the zipfix broke off. The repair technician reported the top of the cutting tip broke off. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A manufacturing investigation was performed for the subject device, the device was initially received at service and repair (s&r). The repair technician reported that the top of the cutting tip broke off. The item was not repairable per the inspection sheet and was then forwarded to customer quality. The device was received at customer quality intact with the exception of the cutter (component (B)(4)) on the cutter assembly (component (B)(4)) which was received broken. The break is located such that the entire upper cutting projection is broken off. The missing portion was not received. The fracture site was examined and no material voids or irregularities were identified. The balance of the device functions as intended. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed: application instrument for sternal zipfix, cutter assembly (component), and cutter (component). During use the device is intended to cut sternal zipfix implants which are specified as peek optima lt3 per drawing compared to the cutter which is hardened and tempered 1.4112 (type 440b) stainless steel (52 +4/0 hrc) per drawing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The design of the cutter and cutter assembly were determined to be suitable for the intended use when employed and maintained as recommended. Review of the failure mode determined that the complaint condition is the result of force beyond the yield strength of the material. A break of this nature would require significant force and would not be expected when used as recommended to cut the peek implants. However, since it is unknown when and how the damage occurred, a root cause cannot be definitively determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Event date: unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Service history review for part # 03.501.080, lot # 8733513: no service history review can be performed as part number 03.501.080 with lot number(s) 8733513 is a lot/batch controlled item. The manufacture date of this item is jan 10, 2014. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A device history record (DHR) review was performed for part # 03.501.080, lot # 8733513: manufacturing site: (B)(6), manufacturing date: jan. 06, 2014: no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cutter (application instrument for sternal zipfix) has a broken cutting tip; the half of the sharp circle that cuts the zipfix has broken off. It is unknown how the device malfunctioned. No reported patient involvement. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for complaint (B)(4).